Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lfs on february 13, 2007, alleging that his one touch ultra meter did not power on. A medical affairs specialist (mas) sent follow up questions and obtained the following information: the patient has had the meter for approximately 4-5 years and tests his blood glucose twice a day. The patient called alleging that his meter stopped powering on since five days earlier and did not attempt to replace the battery since he did not know where to purchase the battery. Since the meter had not been working, he did not attempt to test on his meter again. Three days later, he felt fine during the day and in the evening he ate dinner around 6:15 pm, which consisted of rice and meat. Around 11:45 pm, he started to experience double vision and felt unwell. He contacted the paramedics and they arrived 20 minutes later and tested the patient on their meter and obtained a 2.1 mmol/l (37mg/dl). He was treated with a glucogen injection and was tested two hours later, on the paramedic's meter and obtained a 5.8 mmol/l (104 mg/dl). His symptoms went away 30 minutes to an hour later, after the treatment. Insulin regime: prior to incident, the patient was taking lantus 46 units at night, novorapid 16 units, morning - 26 units at lunch and 36 units at dinner. After gp visit (two days prior to event date), he advised customer to cut back on insulin so he decreased to: lantus at night 23 units. Novorapid: 8 units morning. Thirteen units at lunch. Eightheen units at dinner, this appears to be connected with the foot infection and drug treatment. While troubleshooting with the customer care advocate (cca), the battery sign displayed on the screen; however, the patient claims he was unaware of the battery symbol earlier. The complaint is being reported because the patient alleged he was unable to test on the meter due to the power issue, became symptomatic, had to seek medical attention and received treatment for hypoglycemia.